Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au5800 clinical chemistry analyzer, and found the ise (ion selective electrode) had low reference electrode solution, and observed the buffer dispense was inconsistent. The fse filled the ise with reference electrode solution and replaced the buffer valve to resolve the issue. (B)(4).

Event description:
The customer reported generating high patient results for na (sodium), k (potassium), and cl (chloride) on their au5800 chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no change to patient treatment. Quality control was within the laboratory's established ranges on the day of the event.